Manufacturer narrative:
The original report erroneously stated that this was a broken side panel that could cause a patient fall. This event is being reported for mold on the canopy which could cause respiratory infections to the patient. Ge healthcare has become aware of a potential safety issue that can occur if the canopy seals are not cleaned appropriately per giraffe omnibed cleaning and care guidelines on systems with original seal design. Reported buildup of debris around the edge of the canopy seal can lead to a source of infection. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 04 october 2018. The gehc internal field modification number is fmi (B)(6) .

Manufacturer narrative:
No report of patient involvement. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 20 march 2019. The gehc internal field modification number is (B)(4). Customers were sent a letter explaining the issue and requesting the customer to inspect the warmer bedside panel latch areas. Replacement of broken bedside panels will be provided by gehc. A set of warning labels will be supplied for application to the bedside panels. These labels will warn the user to not use the bedside panels for maneuvering the warmer and indicate the correct method of maneuvering the warmer. An addendum to the operation and maintenance manual will also be provided emphasizing the need to check and ensure that the bedside panels and latches are not cracked, broken, or damaged before every patient use. The addendum will also contain instructions to increase detectability of broken or cracked bedside panels.

Event description:
The hospital reported that canopy doors do not close properly which could cause a patient fall. There was no report of patient involvement.